Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied nodule was in the right upper lobe. The patient did not have a history of respiratory illness prior to the procedure. The physician thought the pneumothorax occurred because the nodule was exactly embedded up against and into the pleura. The patient required placement of a chest tube to resolve the pneumothorax and was hospitalized for 2 days, then discharged home without complications. The physician could not remember the diagnosis from the biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
The of the procedural complication cannot be determined although the physician believes the pneumothorax occurred because the nodule was exactly embedded up against and into the pleura. A system log review cannot be performed because the system logs are not available.

Event description:
Refer to h10/h11 for correction information.

Manufacturer narrative:
Additional information can be found in the following fields: b1, h2.